Manufacturer narrative:
The device was received with the formed needle visible through the exposed portion of the soft cannula. Linkage assembly was also not fully retracted from the external view. The soft cannula was bent at the tip of the exposed formed needle. The exposed portion of the soft cannula got damaged (hole at the bent) by the tip of the extracted formed needle. This damage to the soft cannula didn't allow the fluid to pass freely through the complete fluid path. After opening the pod, some score marks were found on the underside of the top housing, caused due to the misalignment between the linkage assembly and the top housing. This misalignment had caused the formed needle not to fully retract and causing the soft cannula to bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 277 mg/dl while wearing the pod for more that 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment for hyperglycemia, multiple boluses were given then the pod was changed.